Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that on (B)(6) 2021, the patient experienced ventricular tachycardia (vt) implantable cardioverter defibrillator (ICD) shock times 3 which received successful antitachycardia pacing (atp) therapy and several other with no therapy. A lidocaine bolus, lido drops and increased amiodarone by mouth (po) to 400 mg twice a day (bid) were initiated. On (B)(6) 2021 patient developed 2 episodes of vt in the morning at 11 am. Telemetry was reviewed, and vt was terminated. On (B)(6) 2021 the patient was discharged to home with amiodarone 200 mg po bid.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with cardiac arrhythmia. On (B)(6) 2021, the patient developed an automatic implantable cardioverter-defibrillator (aicd) shock around 7:00am. Telemetry reviewed monomorphic ventricular tachycardia (vt) which accelerated after antitachycardia pacing (atp). In total 9 atps were given. Fallen into ventricular fibrillation (vf) zone after acceleration, a 35.6j shock was delivered which terminated the tachycardia. Patient was minimally symptomatic during the event and did not have dizziness or shortness of breath or palpitation. Recommended amiodarone be increased back from 200 mg po (by mouth) to 200 mg bid (twice per day) and observe for dizziness. No additional information provided.